Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a pin inside the blood sampling valve (bsv) was broken. The fse replaced the bsv, which repaired the issues. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported aspiration errors form the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.